Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. It was attempted to be repositioned, but the lead was difficult to place. The helix would not extend after being retracted. The rv lead was difficult to removed. The lead was explanted and a new lead was placed. No additional adverse patient effects were reported.